Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion is located in a severely calcified artery. A 15 mm x 4.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atm. The device was removed, and the procedure was completed with an alternative device. There were no patient complications.